Event description:
With a pt on the osi table during a neuro case, the indicator lights for "rotation safety lock" and the "180 degree rotation lock" lever were both not lighted. The table could only rotate in one direction although it should go either way. The unit was tested off line, and the movement to the right or left was at much reduced speed, and there was a significant burning electronic smell. Tilt actuator motor has burned out and the control board is also gone, as indicated by the safety switch being off, yet the table will not rotate right or left as per the design function from the manufacturer. Three days later: "found out is that we lost the tilt actuator motor. When tested it this morning, the speed was down to about 1/3 the normal speed, and there was a noticable electronic smell... The safety lock switch,... Isn't really working."